Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii and bilateral breast keloid scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision breast augmentation with a 400cc mentor memorygel, breast implant and was presented with right side capsular contracture; baker grade iii and bilateral breast keloid scar. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3502504bc; serial number (B)(4) on the right side and with catalog number: 3502504bc; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient developed hypertrophic scar. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. Manufacturer¿s reference number: (B)(4).